Event description:
Caller reported false negative urine hcg results. Patient performed home pregnancy test which was positive and then went to the clinic where the results were negative. The patient's last menstrual period was (B) (6) 2010. Testing was performed per pi and a calibrated timer used. Test was performed minutes after specimen voided; canister opened just before testing, no confirmatory testing performed. No health conditions and no known medications noted.

Manufacturer narrative:
Investigation pending.